Event description:
It was reported the pt is not receiving effective stimulation therapy from her scs system. An sjm representative met with the pt and attempted to reprogram the pt's system but was unsuccessful. X-rays were ordered but the results did not show any anomalies. The representative also observed high impedances during the reprogramming attempt. Surgical intervention may be undertaken at a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.